Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient stated that within jan 2023 and dec 2023 she experienced stoma site infection three times, which required 3 courses of antibiotics in the last year and had been better but felt it coming back. The patient stated that the infections were a lot better but felt an infection coming back. Additional information was received from a nurse who stated that the patient was seen on 27 jan 2023 and there was no infection seen. In feb 2024 with symptoms of stoma site puss, redness and swelling, a neurologist diagnosed a stoma site infection and prescribed a 10 day course of oral cephalexin. On an unknown date, the patient recovered from infection.